Manufacturer narrative:
The provider is unable to repair device as the consumer has since passed away.

Event description:
States a little girl ran out in front of consumer and he swerved to miss her, ran off of the curb, and the chair landed on top of him.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
States a little girl ran out in front of consumer and he swerved to miss her, ran off of the curb, and the chair landed on top of him.